Event description:
Tampons fell apart while removing, pieces of tampon discharging [foreign body in reproductive tract]. Tampons fall apart [device breakage]. Tampons fall apart while removing, tampon discharging the next day [complication of device removal]. Case description: consumer reported via e-mail that two tampons fell apart during removal. No serious injury reported. 28-may-2021: no cause determined: insufficient information to investigate further.

Event description:
Tampons fell apart while removing, pieces of tampon discharging [foreign body in reproductive tract]. Tampons fall apart [device breakage]. Tampons fall apart while removing, tampon discharging the next day [complication of device removal]. Case narrative: consumer reported via e-mail that two tampons fell apart during removal. No serious injury reported. (B)(4).

Event description:
Tampons fell apart while removing, pieces of tampon discharging [foreign body in reproductive tract]. Tampons fall apart [device breakage]. Tampons fall apart while removing, tampon discharging the next day [complication of device removal]. Case description: consumer reported via e-mail that two tampons fell apart during removal. No serious injury reported.